Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported that while using the excelsiusgps system, during initial startup of the system, the monitor remained black and the user could not move the robot arm or engage stabilizers. This resulted in the abortion of the case, and screws were placed using the traditional freehand technique. The computer, pib module, and control panel were replaced. No further issues have been reported and the system is fully operational. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by hand. This event occurred in germany.

Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by hand. This event occurred in germany.